Manufacturer narrative:
(B)(4). Batch # p57x0t. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested: was the device locked-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? How did the staples in the tissue appear (b-formation, irregular, legs straight)? Were the staple line and cut line approximately equal in length? Or, were staples not visible or missing on any of the staple lines (incomplete staple line)? Was the device locked on tissue with the jaws closed? If yes, was the pve35a used to cut and release the ats45 from the renal artery? Did the jaws eventually open? The following response was obtained: the device simed to locked out. No partial fire. There was no staples shown. No staple line, and when device was removed no cut line as well. The device, as described to me, was not locked on tissue with the jaw closed. It was removed only after firing with the pve35a for safety (they didn't see stapels and didnt know if there was a cut line). The jaw eventually opened- there was no problem there.

Event description:
It was reported that while firing the device on the renal artery there was no close staples on the vessel. They didn't open the device and a another device of a different product code was taken and the procedure continued. After releasing the initial device they saw the knife was not shot. There were no patient consequences reported.